Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having high blood glucose all day. Current blood glucose level was 575 mg/dl; she had treated with the insulin pump and manual injections. The customer had changed the infusion set three timed since the night before. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for site or set issues. Time, date, basal rates and bolus wizard are set up correctly and bolus history was accurate. The high pressure test was not performed as the customer did not have a tubing clamp. She was advised to change the entire infusion set and reservoir.